Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during cartridge installation and tubing fill, the insulin cartridge cracked and fragments lodged in the pump cartridge chamber; the user removed the shards, cleaned the chamber, inserted a new cartridge, and insulin delivery resumed with blood glucose reported at 160 mg/dl. Symptoms included no reported adverse physiological effects. Outcomes included continuation of therapy without interruption after replacement and shipment of a box of cartridges. Investigation included review of complaint handling activities. Investigation of this case revealed physical damage to the cartridge consistent with a cracked component. It was concluded that the event involved a damaged cartridge, and replacement supplies resolved the issue without user injury.